Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for follow up, the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced with a competitive lead. The patient was stable following the procedure, the patient would continue to be followed normally.